Manufacturer narrative:
Additional information : the device was manufactured between 08sep2018 and 10sep2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak from the top right corner of the bag. Additional magnified inspection was performed which observed a tear/hole at the top right corner of the bag where the leak occurred. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking. This was identified during an unspecified process step prior to use. There was no patient involvement. No additional information is available.